Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (>600 mg/dl). Customer declined system check and troubleshooting with tandem technical support.